Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model and analysis findings are consistent with the field advisory for this device. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted battery bond wires.